Event description:
It was reported that approx four weeks post op of implanting a ilio-femoral bypass graft, the pt presented to the surgeon with a hematoma in the thigh. The surgeon admitted the pt performed surgery and discovered that the graft had a tear below the proximal anastamosis. The tear was repaired. The surgeon cultured the graft and the culture was positive for penicillium species. The pt is being treated with ancef and no add'l problems were reported.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. Sterilization records were reviewed and confirmed that this lot was released sterile. This vascular graft was sterilized with ethylene oxide in a cycle, which has been validated to ansi/aami/iso guidelines for a sterility assurance level (sal) of 10(-6). The prodict is considered sterile unless the package integrity is compromised. The sample was not returned for eval. Based on the info received, the results are inconclusive and the root cause of the event is unk. To day, this is the only report of this type for this mfg lot number. The current impra carboflo eptfe vascular graft info for use (IFU) states: adverse reactions. Potential complications which may occur with any surgical procedure involving a vascular prosthesis include, but are not limted to: disruption or tearing of the suture line, graft, and/or host vessel; suture hole bleeding; graft redundancy; thrombosis, embolic events, occlusion or stenosis; ultrafiltration; seroma formation; swelling of the implanted limb; formation of hematoma or pseudoaneurysm, infection; steal syndrome; and/or skin erosion.